Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 40 mg/dl; cause was not known. Reportedly, the customer using cold insulin when filling cartridge and not removing the air from the cartridge during loading sequence. The customer was treated with intravenous fluids of saline and glucose to address the bg which resoled the issue with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.